Event description:
The event involved a primary plum set, 4 clave multiport connector, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, polyethylene lined light resistant tubing, secure lock, 216 cm. The reporter stated that the set compatible with the plum 360 infusion pump failed after priming and it was not possible to infuse the medication into the patient, blocking the system and the pump, due to the tube walls being glued together. Saline solution was being administered at the time of event. The sample to be returned for evaluation contains biohazard or chemotherapeutic medications. There was a patient involved; there was delay in therapy, however, no adverse event and no one was harmed.

Manufacturer narrative:
The device is available for evaluation- it has not been received.

Manufacturer narrative:
The complaint of no flow on the 121959290 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for lot: 13653983 was reviewed and no non conformities were found that would have led to the reported complaint.